Event description:
Pt ordered 5-fu 370 mg/day x 5 day infusion. Medication total of 1927 mg 5-fu was dispensed in a I-flow homepump #c270020. The in-filter of the device appeared to have clogged and the infusion did not completely infuse. 135 ml remained in the device. Pt did not receive 67 hrs of therapy. Intervention: pharmacy mixed the following infusion via cadd prism pump so that volume infused can be monitored. Rn, rph discovered the error. When homepump was removed after 120 hrs of infusion it was evident that a substantial portion had not infused. Homepump returned to infusion co and volume remaining measured 135 ml out of total volume of 248 ml. Home infusion agency policy now is that this device can no longer be used for chemotherapy.